Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Death is a known potential adverse event associated with the use of the device, as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: death. Time of ae: five days post an uneventful right internal/common carotid artery stenting procedure, while checking in for an elective left carotid endarterectomy, the pt collapsed. After attempted cardiopulmonary resuscitation, the pt was pronounced dead by the emergency room physician. Cause of death was cardiopulmonary arrest. There was no additional info provided.